Event description:
On (B)(6) 2008, boston scientific corporation was informed that during an esophagogastroduodenoscopy (egd), as the physician was advancing the injection gold probe bipolar catheter (igp) through the scope, the needle came out of the catheter while inside the scope. Once it exited the scope into the patient's stomach, the needle was exposed. This was not the intent of the physician and they attempted to retract the needle. They were unable to do so. The same issue occurred with a second igp. A third igp was successfully used to complete the procedure without any patient complications. Patient is "fine". Note: this is the first report of two related complaints. Please refer to MFR # 3005099803-2008-06669.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause..... (B)(4).